Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, power on self test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-35 (front panel key was pressed for more than 40 seconds) alarm was identified during power on self test and a review of the alarm log. The cause of the condition was determined to be a defective front panel keypad. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-35 alarm (front panel key was pressed for more than 40 seconds). No additional information is available.